Event description:
A nurse reported that the customer was not coherent. It was stated that the programming on the pump was correct. The customer was taken to CT scan at the time of call. Later, the contact called back and stated that the customer was hospitalized for low bgs. The cause of low bgs was unk.